Manufacturer narrative:
The issue has been initially reported. However, upon further review, the reported issue has been deemed not reportable, as the event does not present potential risk of patient harm or injury as the unit was not in therapeutic use at the time of the event.

Event description:
The customer called into technical support (ts) reporting that the device is turning itself on and off with any user interface. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Biomed has confirmed the v60 24-volt power supply is functional and the power on/off switch has an amber light. The rse recommended ordering and replacing the v60 ui board. The customer replaced the user interface, ui 2nd gen, v60 to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into use.